Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the non-tortuous arteriovenous fistula in the brachial artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation and ruptured on the first inflation at 24 atmospheres. The device was removed and a 6.0 x 40mm, 75cm mustang balloon catheter was advanced but also ruptured on the initial inflation at 24 atmospheres. The second device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 40, 75 cm balloon was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 2mm proximal of the proximal markerband to 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination found that both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the non-tortuous brachial artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation and ruptured on the first inflation at 24 atmospheres. The device was removed and a 6.0 x 40mm, 75cm mustang balloon catheter was advanced but also ruptured on the initial inflation at 24 atmospheres. The second device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.